Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure? Other relevant patient history/concomitant medications/ concomitant procedures? Mesh product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion into urethra first noted by a physician? Mesh erosion diagnostic confirmation? Date and surgical findings of total mesh removal and urethral reconstruction? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced erosion of the mesh into the urethra and total removal of mesh along with bilateral groin dissection with urethral reconstruction was performed. Additional information has been requested.